Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using a flexiva 200 laser fiber, the fiber did not work when tested outside the patient. The laser settings and laser type are unknown. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
Visual analysis of the returned fiber revealed approximately 5.0 mm of exposed glass tip remaining. The aiming beam was clear, round and weak indicating that the fiber is broken within the connector.